Manufacturer narrative:
Device analysis: examination of the returned device found that the device was returned without the relevant stent, which was deployed inside the patient. The balloon due to deployment had been subjected to positive pressure. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The device was attached to an encore inflation device, the balloon was inflated and deflated without any issues. Slight kinks were found along the entire length of the hypotube. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context due to anatomical/procedural factors encountered during the procedure, the performance was limited.

Event description:
It was reported that during a drug eluting stenting treatment procedure, withdrawal difficulties occurred. The 95% stenosed, 17m in length, target lesion was in the mid left circumflex (lcx) artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. A 2.75x20mm taxus liberte drug eluting stent was deployed at 14 atmospheres to treat the target lesion. The physician encountered resistance in attempting to withdrawal the balloon from the stent. The physician made 3 unsuccessful removal attempts before withdrawing the guide catheter and stent delivery system as a unit. The patient experienced vasospasm during the procedure that was treated with IV nitroglycerin. The procedure was considered to be completed with this device. There were no patient complications reported with the patient's current condition listed as "stable".